Event description:
A physician initially reported two post-operative screw fractures. However, subsequent investigation clarified that the event relevant to this patient was a rod fracture. It was reported that the rod fractured and protruded through the skin. The patient has undergone revision surgery.

Manufacturer narrative:
The following fields have been updated following the receipt of clarifying information from the field: a1, b3, b5, b7, d1, d4, h6 health effect code, and h6 device code.

Event description:
A physician initially reported two post-operative screw fractures. However, subsequent investigation clarified that the event relevant to this patient was a rod fracture. It was reported that the rod fractured and protruded through the skin. The patient has undergone revision surgery.

Manufacturer narrative:
The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Manufacturer narrative:
Return status of the device is unknown.

Event description:
A physician reported that a two screws, "fractured from the head," post-operatively. The patient has undergone revision surgery. This report will capture the first of two screws.